Manufacturer narrative:
Section a4, a5 and a6: unknown/not provided. Section b3: date of event: unknown/not provided. The best estimate date is between aug 5, 2024 and dec 1, 2025. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully implanted preloaded multifocal intraocular lens (iol) was scheduled to be exchanged for a different lens from the left eye due to the patient having more cylinder than initially predicted. There were no suspected problems with the lens. Additional information was received which confirmed that the explant surgery was completed. The replacement lens is unknown. It was reported that there were no complications from the exchange. The device was discarded. No further information was provided.